Event description:
It was reported that during the procedure to treat a de novo, concentric lesion in the proximal to mid right coronary artery (rca) with mild tortuosity and 75% stenosis, a non-abbott guide wire was advanced to the lesion and thrombus aspiration was performed using a non-abbott catheter. Intravascular ultrasound (ivus) was performed and a tandem lesion was observed. A 3.5x28 xience prime stent delivery system (sds) was advanced and implanted in the mid rca. In order to cover the lesions present, distal and proximal to the previously implanted xience prime, a 3.0x23 xience prime sds was advanced and implanted in the distal rca. Reportedly, the guide catheter was replaced with a non-abbott guide catheter. A 3.5x23 xience prime sds was advanced without resistance and deployed at 18 atmospheres in the proximal rca; however, an attempt was made to remove the sds after the sds balloon was deflated. The sds got stuck inside the deployed stent implant and the sds balloon was inflated several times at low pressures, but could not be removed from inside the implanted stent. A double wire technique was attempted to release the sds balloon but was unsuccessful. A non-abbott balloon catheter was advanced and inserted between the sds balloon and the stent. The non-abbott balloon was inflated and the sds balloon finally released from the stent and was removed from the patient anatomy. Reportedly, the sds balloon was deflated before removing from the patient anatomy. There was no adverse patient effect. Reportedly, there was a clinically significant delay in the procedure due to the sds balloon being stuck inside the stent implant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the stent delivery system post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency